Manufacturer narrative:
Correction: updated section g3 with the correct awareness date. G3 correction - date received by manufacturer: 04/28/2026 the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The flexible endoscope was difficult to remove from the renal calyx.